Manufacturer narrative:
Revision occurred after 2 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36/10 120 mm system stem, 24 mm + 3 lateralized baseplate, 36 mm centered glenosphere, 36 mm + 9 standard humeral cup, 9 mm spacer, and 6 screws were explanted. These items were replaced with a 40/12 120 mm system stem, 24 mm + 6 lateralized baseplate, 36 mm centered glenosphere, 36 mm + 9 standard humeral cup, and 6 screws.